Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. The reported day of the event was (B)(6) 2018. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, the device began alarming for a patient circuit disconnect condition at 23:56:44 local time. This alarm had a duration of 10,798 seconds (approximately 3 hours) and was not acknowledged by the caregiver as evidenced by no alarm silence/reset keypress. The patient circuit disconnect alarm was followed by apnea and low respiratory rate alarms. At 03:01:13 local time on (B)(6) 2018 the device again began alarming for a patient circuit disconnect condition. This alarm had a duration of 4101 seconds (approximately 68 minutes). The alarm was acknowledged at 04:09:34 local time when the device was manually powered off. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.